Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving error alarms they were not able to rewind the pump and the customer's blood glucose was 129mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). An error in the motor was detected by reading unexpected value from hall sensor not found during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.